Manufacturer narrative:
Reliability analysis inspected 6 opened and used infusion sets and performed manual prime test using a new lab reservoir along with a 5xx insulin pump. Analysis ran priming in pump. All 6 infusion sets failed per specification. Found occluded tubing and p-cap needle.

Event description:
The customer reported via phone call that they received a no delivery alarm. The customer reported that the no delivery alarm was recurring. The customer's blood glucose was 96 mg/dl at the time of incident. The customer performed plunger push and the insulin did not exit. The customer assembled a new infusion set with current reservoir. The customer performed plunger push again and the insulin did exit. The infusion set will be returned for analysis.